Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Additionally, insulation damage of the rv lead was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.